Event description:
While inserting iab via sheath into femoral artery, blood was observed "spurting" out the distal end of balloon tip. Blood moved into the helium gas line. Iab was removed & another iab inserted. There were no reported patient complications.